Manufacturer narrative:
(B)(4). Batch n92w8a. The device was received with the blade misaligned (rotated 180 degrees from the expected position) and not matching the curvature of the clamp arm. The device was disassembled. No evidence of re-use or reprocessing was found. No parts were observed to be missing or worn. No other evidence of disassembly was found. No functional testing was performed on the device it is possible that the damaged blade may have occurred during the manufacturing process. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, they tried to use the device but the jaws would not line up correctly. There were no errors received. Another like device was used to complete the procedure. There were no adverse consequences for the patient.